Event description:
Customer reported 8 patients experienced endophthalmitis, reduced visual acuity, eye itching and hyperemia. Events occurred 48 hours following cataract surgery. All 8 patients were operated on the same day and by the same surgeon. All 8 patients were treated with vancomycin and had vitrectomy surgery. Cultures were taken and showed no bacterial growth. This is one of eight reports being filed for this event.

Manufacturer narrative:
The investigation, including root cause determination is in progress.